Event description:
Additional information received noted that during a clinic follow up, new non-sustained oversensing due to t-wave oversensing was noted on the device. The device was reprogrammed to resolve the event and the patient was stable with no adverse consequences reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, post paced t-wave oversensing was noted. The device was reprogrammed to resolve the issue and the patient was stable with no adverse consequences.